Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and continuous suture was used on the skin. Twelve to twenty four hours post-operatively, the patient experienced a wound dehiscence and hematoma while in the hospital room bed. The patient required additional surgery to reclose the incision.

Manufacturer narrative:
(B)(4). Additional information narrative: it was reported that a patient underwent a total knee replacement procedure on (B)(6) 2012 and continuous suture was used on the skin. The patient experienced a wound dehiscence, hematoma, and an infection of the incision. The patient required additional surgery to wash out and reclose the incision. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): wound dehiscence. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.